Manufacturer narrative:
The failed mayfield head holder adapter was returned to medtech montpellier for investigation. Visual inspection of this part was performed and indicated that the issue was due to a lack of specifications for the tightening effort applied to the attachment screw for the mayfield head holder adaptor. A new part was provided to the customer for repair purposes.

Manufacturer narrative:
The mayfield head holder adapter from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the installation of the mayfield head holder adapter it was noticed that its handle was blocked.